Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 2018963. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing was found damaged when blood leaked out while drawing it up. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2022, the nurse on duty for the patients with puncture needle blood, blood indwelling needle is found in the process of connecting pipe damage after a third position, blood leakage phenomenon appeared , the operation immediately stopped, the needle was pulled out from patient¿s body , then took out the new needle to puncture the batch, normal use, later will reflect the related department and reported adverse events. Google translation: on (B)(6) 2022, the nurse on duty drew blood for the patient by puncturing the indwelling needle. During the blood drawing, it was found that 1/3 of the connecting tube of the indwelling needle was damaged, and there was bleeding. A new batch of indwelling needles were taken out for puncture, and they were used normally. Afterwards, the situation was reported to the relevant departments and adverse events were reported. Adr# (B)(4).